Event description:
The customer reported that the insulin alarmed no delivery and motor error during prime. Troubleshooting was done. Customer's blood glucose was 207 mg/dl. Customer also mentioned that the insulin pump would make odd sound during motor error. Customer does not use sensor feature. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. No unexpected motor noise or audio/beep anomaly noted during testing. The motor was tested outside of the device and passed. Insulin pump had cracked display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and broken reservoir tube lip. (B)(4).